Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device follow-up,loss of capture (loc) was observed on this right ventricular (rv) lead. An x-ray was performed which confirmed the lead was dislodged. Two days later, the lead was explanted and replaced. No additional adverse patient effects were reported.